Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device chemical smell coming. Patient states he is getting anxiety because of it. There was no report of patient harm or injury. The investigation of device was done and found: filter housing and area contained minor light and dark dust or dirt containment. Light colored dust or dirt contaminates on and around the iso port tube and on the inside of the exhaust port humidification seal. Heater plate and noticed burn marks on the underside of the heater plate about the size of a quarter. The burn marks on the underside of the heater plate seemed to follow about 2 inches of the embedded heater wire. The area on the spring plate just below the heater plate burn marks contains a dried brown liquid on the surface of the spring plate covering about a quarter of the area. Some beige dust or dirt contaminate on the underside of the heater plate and around the heater plate compartment area. This report is being submitted for the burn marks on the underside of the heater plate. In this report, section h6 [problem code] has been updated. .

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device chemical smell coming. Patient states he is getting anxiety because of it. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician performed an external and internal inspection of the device and observed the following: using known good pil(product investigation lab) power supply s/n (B)(6) and ac cord, pil applied powered to the unit. The unit powered on and did supply therapy. No unusual odor noticed. Pil observed the following: · 0 errors were logged · machine hours: 144.2 · blower hours: 126.2 · therapy hours: 110.4 · humidification setting: last setting of 4. Non heated tubing. · compliance rate: (90 days with usage > = 4 hours): 22.2% external inspection unit found minor wear and tear, but no evidence of degradation. Pil noticed that the filter housing and area contained minor light and dark dust or dirt containment. Pil noticed that the inside and outside of the base iso port contained moderate beige dust or dirt, and fiber contaminant. Pil noticed light, brown, and dark fiber contaminate in the sd card area, and on the heater plate. Internal investigation of the base unit found no sign of damage or degradation. The pca did not show any signs of contamination. Pil located one small spec of mineral deposits on the top of the iso port tube. Pil also located light colored dust or dirt contaminates on and around the iso port tube and on the inside of the exhaust port humidification seal. Pil opened up the base heater plate and noticed burn marks on the underside of the heater plate about the size of a quarter. The burn marks on the underside of the heater plate seemed to follow about 2 inches of the embedded heater wire. The area on the spring plate just below the heater plate burn marks contains a dried brown liquid on the surface of the spring plate covering about a quarter of the area. Pil also noticed some beige dust or dirt contaminate on the underside of the heater plate and around the heater plate compartment area. Pil removed the blower box lid and then located light colored dust or dirt contaminate on the blower, blower brass cap, blower box outlet, and inner walls and crevasses of the blower box. Pil reviewed the blower impeller to find some beige contaminate particles on the impeller blades, and also on the input opening to the impeller. The output port of the impeller contains beige dust or dirt contaminant. The burnt area under the heater plate potentially may have contributed to the customer complaint but pil is unable to confirm the complaint of "chemical smell out of box ". Pil reviewed the device log and 0 errors were logged. The unit indicated 126.2 blower hours and 110.4 therapy hours. Review of the care orchestrator data shows that the patient did use a humidifier (last setting at 4) and non-heated tubing. The patient had a compliance rate of 22.2% during the last 90 days of use. Pil finds that contaminates located during this investigation were sourced from external environmental conditions.